Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that information was received from a patient (pt) regarding an implantable neurostimulator (ins) for the treatment of bladder issues. The reason for call was pt said they noticed they were incontinent and started peeing on the floor. Pt said they looked for their interstim control equipment, because they wanted to "reset it" but could not find it. Pt said it is somewhere in their room but they could not find it during the call. Pt said they also have a medtronic dilaudid pump which has similar equipment (handset/communicator) and pt found their pump equipment during the call, used it and confirmed it was working as expected. Reviewed they can call back for assistance to use their interstim equipment once they find it. Offered and sent email with quick guide and interstim information. On (B)(6) 2023 additional information was received from the patient. They reported that they had an increased in continence due to not having their programmer. On (B)(6) 2023 additional information was received from the patient. They reported that they think their ins is off and they really need their handset to turn it on.

Event description:
Additional information was received from the patient. They reported that they had recently found their handset again, and due to macular degeneration they are unable to see the instructions very well. Patient had a difficult time seeing the applications on the handset. Patient's husband arrived and was able to find the therapy application. Connected to patient's ins and had patient increase stimulation until they could feel it in their bicycle seat area. Patient stated they have a possible prostrate infection so they are unsure if they feel that or the stimulation. Patient then described feeling "tingling down there". Patient confirmed it was comfortable. Patient will maintain stimulation level and monitor symptoms. Patient called back on (B)(6) 2023 wanting assistance with therapy guidance. The pt said they thought it stopped working so while they were on vacation they put in a catheter so they would not mess the hotel bed up and now that they are back home they continue to be incontinent they don't see much difference at all now. Pt said they called pats the other day and talked to someone who helped them get it started again and pt said after that they were doing fine but now it does not seem to help and they 've gone through all the different numbers of this one program and pt was told: said if it doesn't work maybe we can switch programs but they don't know which program to try. Patient said when they were on program 7, stimulation increase had no effect at all and before they had the sensation to urinate but when they increased stim they suddenly started urinating. Patient said they changed to program 7 from program 3 because they could feel a pain in their scrotum and it wasn't helping their symptoms. Patient wanted to know which program to choose. Reviewed program functionality and general therapy guidelines. Patient said they will try a different program and monitor symptoms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.